Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-04340. It was reported that after a trial implant procedure the patient began experiencing bleeding and numbness in their lower extremities. As a result, the leads were removed and a spinal decompression was performed. Follow up indicated the patient was recovering well postoperatively.